Event description:
The product in question was implanted on 12/8/97. Approximately, two weeks later the device assembly dislocated and required revision surgery to correct. Upon explant, the femoral head and bipolar head assembly were found to be disarticulated and the bipolar insert was determined to be insufficiently locked in the bipolar head. This product is the subject of a recall being conducted with the knowledge of FDA. (Z-303-8).